Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. The battery cap threads were observed to be damaged. The pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. A test battery cap was used for all testing. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture or loose components was found inside the pump. Unrelated to the power issue, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.